Event description:
The customer observed that the front cover of the architect c8000 processing module was loose and required replacement of the front hinges. No impact to patient management was reported.

Manufacturer narrative:
The abbott field service representative (fsr) inspected the instrument and replaced the hinges, top front cover (rohs) (7-76748-01) that were loose, resolving the issue. The instrument service history review revealed no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review did not identify any trends. Additionally, labeling was reviewed and adequately addressed the issue under review. Based on the investigation, no deficiency was identified.